Manufacturer narrative:
The cycler was not received for evaluation. Evaluation of the available log files was unremarkable with no product deficiency identified. All devices must meet quality requirements and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2024 from the home therapy nurse (htn) of a 45-year-old male patient with a medical history including end stage renal disease who stated that the patient was found unresponsive and connected to the device during a hemodialysis treatment on (B)(6) 2024. The patient was admitted to hospital. Additional information was received on 02 dec 2024 from the htn who stated that the patient was admitted to the intensive therapy unit (itu) with a diagnosis of diffuse hypoxic cerebral edema, aspiration pneumonia, seizure and st segment elevated myocardial infarction. The patient expired on an unspecified date.